Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump alarmed with no message displayed. It was reported that the pump was not in use when the alarm occurred and that the patient subsequently switched to a functional backup pump to continue infusion. No adverse patient effects were reported.

Manufacturer narrative:
H3: one cadd legacy 1 pump was received in good physical condition. There was no evidence of the reported "pump randomly beeps 5 times" issue in the event history log. The pump was run in user mode and the reported issue could not be duplicated. Legacy pumps will beep to let the patient know that the reservoir volume is getting low or that the battery is becoming depleted. Neither case was present in the event log. Due to the age of the pump, the upstream occlusion sensor will be replaced as a preventative measure. The reported issue was not duplicated.